Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke at the cutting end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the router broke just distal to the minor shank diameter. Abrasive wear was also noted on the returned device which suggests that the router came into contact with metal potentially causing it to fracture. Material deposits on the flutes and round edges suggests heavy usage or the use of the device on particularly hard bone. The quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke at the cutting end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.